Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was partially confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the outer tube (thermistor) was broken, resulting in error 104. (Fog-free function error). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had an e111 (sleep mode function error) and an e235 (fog-free function error). The issue was found during set up/ inspection for use. There were no reports of patient harm.